Manufacturer narrative:
(B)(4). The device has only recently been returned to fisher & paykel healthcare. We will provide a follow-up report upon completion of our investigation.

Event description:
A medical supplier in (B)(6) reported via a distributor that the ends of three (3) rt219 breathing circuits were missing. No patient consequences were reported.